Manufacturer narrative:
Investigation evaluation: four bands were returned in a bag labeled for mdrs 1037905-2017-00054 and 1037905-2017-00055. The lot number said to be involved was not provided in the return. It is unknown which complaint the device returned goes with because the device did not have any complaint traceability on it. We received four bands from the user facility. The irrigation adapter, barrel, loading catheter, trigger cord and handle from the two devices were not included in the return. Our laboratory evaluation of the product returned said to be involved could not confirm the report of "bands not tight enough to function appropriately". Three black bands and one amber band were included in the return. The width of the bands were measured and all four bands met the specification. All four bands also met the specification. We were unable to perform the functional test of the device because the bands were received already deployed and the rest of the device was not returned for evaluation. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties initially observed by the user. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. We cannot make any conclusions based on the photos provided by the user as the bands in the photo can be representative of bands that have recently been deployed and have not yet reached their constricted sizes. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties initially observed by the user. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the band supplier, if properly stored, the band can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to ultra violet light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. In relation to storage conditions, it is advised that the device is kept away from extreme temperatures. The instructions for use advises the user: "store in a dry location, away from temperature extremes." As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective acton: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used two (2) cook 6 shooter saeed multi-band ligators. As reported to customer relations: "a patient was in for an egd and was noted to have non-bleeding varices. The doctor decided to band. The 6-shooter was loaded onto a olympus q-180 upper endoscope. The endoscope with the bander in place was advanced into the patient¿s esophagus. When getting into position to band, a band was accidentally deployed [band prematurely deploy] into the esophagus. The staff noticed that the band appeared to have a large diameter [band is not tight enough]. The endoscope was removed from the patient and the staff deployed the bands on a table to inspect the inner diameter of the bands and thought they all appeared larger than normal. [See related MDR 1037905-2017-00054]. The staff proceeded to load on two (2) more banding kits and deployed a band outside of the patient on a table to inspect the inner diameter of the band, and felt that the inner diameters were larger than normal. The doctor decided not to band the patient due to being unsure of the band's reliability and the procedure ended. A staff nurse noted than when she touched one of the bands, it did get smaller in diameter. She also reported that occasionally these kits get placed on top of a blanket warmer in the procedure room when they may use them in a case. I did inform the staff that extreme heat may affect the performance of the bands and that they should not be placed on top blanket warmer."